Manufacturer narrative:
Follow-up #1 date of submission 08/05/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/19/2013 with the following findings:a review of the black box showed unusual fluctuation in voltage on 05/07/2013, with the voltage going from 141 to 127. Replace battery alarms were observed in the alarm history. The pump was tested with an external power supply and all current draws were found to be within specifications. Visual inspection revealed that the battery compartment was cracked and there was corrosion inside the battery compartment. Leak testing revealed a battery compartment leak. The pump cover was removed and there was no damage found to the power circuit. The complaint regarding battery life was not duplicated on investigation. Unrelated to the complaint, the audio bolus button cover was found to be torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a power (battery life) issue. The reporter noted that the patient attempted to change the battery multiple times but ¿the low battery beep occurs and the pump shuts down¿. It is unclear at this time if the pump was appropriately emitting ¿replace battery¿ alarms prior to shutting down. This complaint is being reported because the reported issue was not resolved with troubleshooting and it is unknown if the patient was receiving adequate warnings prior to the pump losing power. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).